Manufacturer narrative:
(B)(4): cellulitis. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2010-01524. The same device is represented in each medwatch as it was involved in two events.

Event description:
It was reported that a patient underwent an incisional/ventral hernia repair on (B)(6) 2010 using mesh. Post-operatively, the patient developed a superficial cellulitis at the supra umbilical puncture site. Antibiotics were prescribed.